Event description:
It was reported by medical staff that an inpatient experienced multiple electrical faults with the controller. The controller was exchanged, there were additional electrical faults noted. A drive line cleaning was deferred by the facility due to the condition of the patient until (B)(6) 2015. Per the service report: the first occurrence is noted as (B)(6) 2015; no discoloration or abnormalities observed in the drive line wires or connector. It was noted that the controller appears to have dried blood on the connector back nut. The bi ventricular assist device (vad) patient was prepared with medications and the competitors right vad speed was turned down. The connector cleaning was performed 3 times to remove white and dark substance in the connector. Each round of cleaning had a pump off time of less than 1 minute. The patient experienced slight discomfort of feeling out of breath during the procedure. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the log files analysis on (B)(4) 2015, contamination of the drive line connector was suspected and cleaning procedure recommended. IFU: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00935 and 3007042319-2015-00936) submitted for devices related to the same event. Device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00935 and 3007042319-2015-00936) submitted for devices related to the same event.